Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report an alarm. The patient stated that she would finish her treatment manually and continue this process until the replacement cycler arrived. Upon follow up with the patient's pdrn, it was determined that the patient did not complete her manual treatment on (B)(6) 2014. The patient was admitted to the hospital on (B)(6) 2014 for fluid overload. The patient was discharged in stable condition where she continues with the ccpd program using the replacement cycler without any further issues. A request for medical records has been made but not yet provided.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and it was determined that a faulty valve 1 caused the pressure/air leak. The valve was replaced, the cycler re-tested and it was determined to be functioning according to product specification. Further evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. Multiple attempts, including written, have been made to obtain medical records. Should these records be received, a supplemental report will be submitted upon final review by the post market surveillance department.